Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed a member of boston scientific medical safety. The media review concluded: the media is limited and confirms device embolization and percutaneous retrieval. Device evaluated by MFR.: the returned watchman flx closure device was analyzed and the reported event of device embolization was not confirmed, as clinical circumstances could not be replicated. Device analysis consisted of visual inspection which revealed the fabric was bloody. Microscopic inspection found frame damage consisting of a broken strut, and the anchors were entangled with the struts which is consistent with damage that can occur with retrieval of the closure device.

Event description:
It was reported that device embolization occurred. The left atrial appendage (laa) was noted to be broccoli anatomy. A laa closure procedure was performed with an la mean pressure of 17, and a 27mm watchman flx pro closure device was implanted after meeting release criteria. No leak was noted. Seventeen (17) days post index procedure, the patient presented to the emergency department for evaluation for pneumonia for symptoms of coughing that started one (1) week post index procedure. A chest x-ray and transthoracic echocardiogram (tte) was performed, which revealed the closure device had embolized and was floating around the left atrium (la). The patient was diagnosed with pneumonia, which was worsened by mitral insufficiency due to the closure device blocking the mitral valve. The patient underwent a percutaneous explanation procedure to retrieve the closure device. The closure device was successfully explanted, and there was no pericardial effusion or damage noted to the structures of the heart. The patient fully recovered from the explantation procedure and was discharged home with no further complications or issues.

Event description:
It was reported that device embolization occurred. The left atrial appendage (laa) was noted to be broccoli anatomy. A laa closure procedure was performed with an la mean pressure of 17, and a 27mm watchman flx pro closure device was implanted after meeting release criteria. No leak was noted. Seventeen (17) days post index procedure, the patient presented to the emergency department for evaluation for pneumonia for symptoms of coughing that started one (1) week post index procedure. A chest x-ray and transthoracic echocardiogram (tte) was performed, which revealed the closure device had embolized and was floating around the left atrium (la). The patient was diagnosed with pneumonia, which was worsened by mitral insufficiency due to the closure device blocking the mitral valve. The patient underwent a percutaneous explanation procedure to retrieve the closure device. The closure device was successfully explanted, and there was no pericardial effusion or damage noted to the structures of the heart. The patient fully recovered from the explantation procedure and was discharged home with no further complications or issues.